Manufacturer narrative:
MDR 1219913-2020-00438 was filed on october 28, 2020 reporting nonreactive results for two samples from the same patient on the atellica im sars-cov-2 total assay that were considered discordant when compared to pcr and an alternate method. November 13, 2020 - additional information: siemens received confirmation that the instrument was not serviced by a third party. Section d8 has been updated with the new information. The initial results were not reported to the physicians and there were no adverse health consequences due to the discordant results. December 7, 2020 - conclusions of investigation: atellica im sars-cov-2 total (cov2t) lot 709035 resulted non-reactive and was pcr and igm/igg reactive on an alternate method. The draw dates and symptomology are not available. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr additional information is needed. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided, no product problem identified. The customer is operational. No further action is needed. MDR 1219913-2020-00439 supplemental 1 was filed for a result from a different draw from the same patient tested on a different day. The investigation findings and investigation conclusions codes were updated in h6.

Manufacturer narrative:
Siemens reviewed the qc and sample handling from the customer. The samples are centrifuged for 6 minutes at 3500 rpm. Tube types: original tubes vacutainer ref 10176; lot kg1040 95% of the tubes tested in the system are aliquots; tubes used to aliquot samples vendor deltalab, ref 300700. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients". A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00439 was filed for a result from a different draw from the same patient tested on a different day.

Event description:
The customer observed nonreactive (negative) atellica im 1600 sars-cov-2 total (cov2t) results for two samples from the same patient that were considered discordant when compared to pcr and reactive (positive) results from an alternate method. It is unknown as to whether the nonreactive cov2t results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.